Event description:
Additional information received for report mw5107267: provide procode qkp.

Event description:
Additional information received for report mw5107267: provide procode qkp.

Event description:
False positive test. Tested day before using a pcr test from virginia dept of health day before and after. Both pcrs were negative and the rapid antigen test was positive. FDA safety report ID # (B)(4).